Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The device was determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing. The device passed the homechoice (rite) electrical test and failed the rite functional test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain, multiple cycles advanced to fill when slow/no flow. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on therapy on (B)(6) 2011 at 06:53:25 with drain volume of 2330 ml during cycle 5. The fill volume is 1200 ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.